Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) ethnicity female patient underwent a primary breast augmentation with two 550cc mentor memorygel breast implant prostheses and experienced postoperative right-sided rupture and bilateral grade IV capsular contracture. The diagnosis was confirmed by a healthcare professional. Initially, the patient was experiencing moderate left-sided breast pain and left-sided rupture was suspected. However, MRI performed on (B)(6) 2020 indicated that her right implant was ruptured. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020. This report is for the right prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. After the mre was performed, it was found that the device manufacture date and the expiration date are 2-jan-2004 and 2-jan-2008 respectively. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-apr-2020, mentor received additional information regarding the date of explantation. The date was rescheduled from (B)(6) 2020. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-apr-2020, mentor received additional information regarding the date of implantation date. Initially, the date of implantation was reported as (B)(6) 2003. However, after the manufacturing record evaluation was performed, it was found that the device manufacture date is 2-jan-2004 which is before the reported date of implantation. Multiple follow-ups were made for clarification. However, no response was received. The date of implantation was estimated to the device manufacturing date, 2-jan-2004. The relevant field has been updated. Manufacturer's reference number: (B)(4).